Manufacturer narrative:
Date of event is unknown. (B)(4). Evaluation, conclusion: off-label (common iliac diameter less than 8mm in diameter).

Event description:
A valiant stent graft system were implanted for the endovascular treatment of a thoracic aortic aneurysm. At index, the proximal diameter caudal to the left common carotid artery was 26 x 28mm, and the distal diameter of the proximal neck was 25 x 29mm. The proximal diameter of the distal neck is 23mm. The diameter proximal to celiac artery was 27 mm. The right access vessel was 5 mm in diameter. Currently, the maximum aneurysm measures 7 cm in diameter. The right common iliac artery measured 7mm in diameter. The right access artery measured 5mm in diameter. It was reported that the patient present with chest pain. A CT scan observed that the aneurysm has extended distal to the graft due to loss of seal. No endoleak was observed. The physician does not know the cause of the event. The physician extended with another valiant device to the celiac artery resolving the event. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned pre-implant cta's show 3 aneurysm's within the thoracic aorta; at the arch and within the descending thoracic (x2). The neck diameter just distal to the most distal (largest) taa aneurysm is 23mm. Cta's 2-1/2 years post-implant revealed that the distal stent graft is currently within the taa. There is a distal type I endoleak from a lack of a seal. The distal stent graft od is 34mm and the neck diameter just distal to the taa is 23-25mm. The maximum diameter taa is 7cm. Several still angio images during the intervention show a distal type I endoleak. After implanting a valiant, extending 3 stents to the celiac artery, the endoleak appeared to have resolved. The cause is uncertain. Earlier post-implant films were not provided and the implant location of the distal device is unknown. It is possible that the type ib endoleak was due to morphology changes.